Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed low battery alert. The adapt indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert due to j6 connector resistance issue on pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit was received with faded end cap address label. The p-cap locks properly into place. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump's sn was not readable and battery lasts only 3- 4 days only. No harm requiring medical intervention was reported. The device was returned for analysis.